Event description:
The original result, from the questioned lot number 392846, was not released out of the laboratory.

Event description:
The affiliate stated the customer reported discordant toxoplasma igg results for one patient involving the access toxo igg assay used in conjunction with the unicel dxi 800 access immunoassay system. The results did not correlate with the patients historical values obtained in (B)(6) 2013 that were nonreactive. The patient¿s sample was reanalyzed two times, on the same instrument, and produced higher reactive results than the original value. The original result was not released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer then reanalyzed previous samples from (B)(6). These samples originally produced negative results but yielded positive when tested in (B)(6) with the reagent lot number in use. All the samples were then analyzed on a new reagent lot number and generated negative results. The customer indicated assay calibrations passed from (B)(6) 2013 with acceptable percent coefficient of variation (%cv) and relative light units (rlu¿s) values. Quality control (qc) and system check passed within the acceptable range at the time of the event. The questioned toxo igg reagent was replaced with a new reagent from a different lot number.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
There is no indication that the access toxo igg device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the event could not be determined with the available information.